Event description:
Both back canes have allegedly split at the second drill hole from the top on both sides, causing the end user to fall backwards when it gave way. The crack allegedly goes almost complete around the tubing. The vent tray allegedly fell from the chair during this incident. No serious injury is alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model solara2g, serial number/date (B)(4) is approximately 2 years 7 months old. The user manual part number 1125027 was issued with this device. (B)(4).it is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) female (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.